Event description:
The customer reported the system displayed a no video/x-ray issue. There was jitter and sharpness of camera video image on the monitors.

Manufacturer narrative:
The ge svc rep installed the two boards however, that did not solve the no video/x-ray issue the customer was experiencing. He reinstalled the customer's old boards and customer was able to diagnose problem to be a fuse in the back pack. Once the fuse was replaced, the system worked as intended.